Event description:
Customer's caregiver said he recognized low glucose and used the device to check patient's blood glucose. He obtained a result of 78 mg/dl. Normally he would have given food, but was afraid patient would choke. Emts were called and when they arrived they checked glucose and the level was 27 mg/dl on their equipment. The customer's device read 76 mg/dl at the same time. Patient was treated with an unknown IV and taken to the hospital. Controls were not used on the system. Test strip information was not provided. The device was replaced and requested to be returned for evaluation.